Event description:
It was reported that a home patient experienced a connection issue between a y-set and transfer set. It was stated that the y-set was not securely connected to the transfer set, but did not disconnect. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.